Event description:
Same case as 2184052-2014-00181 and 3003853072-2014-00032. (B)(6) 2011, the patient received an implant on segment l5/s1 due to olisthesis stage 2. A java instinct system and an ardis cage were implanted. No bone fusion. The patient complained for over 6 months with pain that was spreading out to the leg. A breakage of the 2 pedicle screws 6.5 x 40mm in wk s1 and dislocation of the cage was noticed. On (B)(6), a revision took place, the screw fragments were removed, new restoration with tsrh 3d and implantation of a tmt cage height 7 mm.